Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. Customer did not recall blood glucose level at the time of incident. Customer was advised to store battery in room temperature for better result and make sure the battery does not have expired battery. Customer was also advised to clear the alarm by using act and escape. Troubleshoot was not completed since new battery was not available. Customer was advised to use back up pump. The insulin pump will be returning for analysis